Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus\device expulsion\migration') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems. Uti, bladder problems"), urinary tract infection ("bladder/urinary problems: bladder problems. Uti") and psychological trauma ("psych injury"). The patient was treated with surgery ((hyst. (Partial) and to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, metrorrhagia, bladder disorder, urinary tract infection and psychological trauma outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, metrorrhagia, pelvic pain, psychological trauma, urinary tract infection and uterine perforation to be related to essure. The reporter commented: received treatment expulsion, migration, psych injury,perforation uterus. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: new events- metrorrhagia, perforation uterus, device monitoring procedure not performed, bladder problems, uti, psych injury were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus\device expulsion\migration') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems. Uti, bladder problems"), urinary tract infection ("bladder/urinary problems: bladder problems. Uti"), psychological trauma ("psych injury") and ovarian cyst ("multiple follicular cysts bilaterally"). The patient was treated with surgery ((hyst. (Partial) and to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, metrorrhagia, bladder disorder, urinary tract infection, psychological trauma and ovarian cyst outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma, urinary tract infection and uterine perforation to be related to essure. The reporter commented: received treatment expulsion, migration, psych injury,perforation uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived, lawyer , event multiple follicular cysts bilaterally added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation uterus\device expulsion\migration') and pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder/urinary problems: bladder problems. Uti, bladder problems"), urinary tract infection ("bladder/urinary problems: bladder problems. Uti"), psychological trauma ("psych injury") and ovarian cyst ("multiple follicular cysts bilaterally"). The patient was treated with surgery ((hyst. (Partial) and to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, metrorrhagia, bladder disorder, urinary tract infection, psychological trauma and ovarian cyst outcome was unknown and the pelvic pain had resolved. The reporter considered bladder disorder, metrorrhagia, ovarian cyst, pelvic pain, psychological trauma, urinary tract infection and uterine perforation to be related to essure. The reporter commented: received treatment expulsion, migration, psych injury,perforation uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.